Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette had difficulty coming off from the female connector of the minicap extended life pd transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to b5: it was further reported that there was no difficulty disconnecting the female connector of the transfer set from the patient line of a cassette. Should additional relevant information become available, a supplemental report will be submitted.